Manufacturer narrative:
The device was returned at mentor containing gel with a clear appearance. Red material was observed within the device. Red material and gel were observed on the shell surface. Mentor product analysis lab¿s visual examination of the device revealed a rent on the posterior view measuring 2.4 cm. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was not confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the red material observed. The device history record (DHR) for the lot number 210163 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 10/13/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: right mentor memorygel breast implant gel prostheses, catalog: 3545007, lot: 210163. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision with mentor memorygel breast implant gel prostheses on (B)(6) 2000 had a mammogram that showed a lump on the left side of her breast on (B)(6) 2018. The patient had an MRI that showed left side intracapsular rupture and possible free silicone in the left axillary node. The patient will undergo revision procedure on (B)(6) 2018.